Event description:
Procedure: cholecystectomy. According to the reporter: a component of the device fell into the patient cavity and has not been located. No further patient injury was reported. Additional patient status details have been sought.